Event description:
It was reported that the universal modular electric/battery double trigger handpiece middle trigger of both handpieces was stiff. The battery housing was very hard to attach/remove from the different handpieces. There was no patient harm or delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 05/2012. Evaluation of the device observed the handpiece was returned for complaint investigation along with atk housing. It was confirmed that the handle was functional and that the atk didn't fit correctly with the handle. Atk dimensions have been modified. The handpiece was confirmed that the trigger and selector were seized. Trigger and selector have been replaced. The cause of the reported issue is undetermined. The device was serviced and returned to the customer.